Event description:
According to the rptr, while monitoring pt, the nibp function of the device wouldn't operate, a "leads off" message displayed with a 4 lead cable and the chart recorder wouldn't print. The pt was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction.